Event description:
The customer reported during first time using the new spetzler, while patient was being positioned, prior to the start of the procedure, the mayfield ¿popped¿ and the patient¿s head dropped. Fortunately, staff was there and was quickly able to get the patient in time and a potential injury was avoided. Furthermore, the tri-star is now attached to the skull clamp in a way that cannot be undone-is too tight. No patient injury/harm reported. The sales rep reported he saw the product and it did appear defective after only one use. The screw on the top is completely jammed and the base that attaches to the bed had a faulty latch. Additional information received 01jun2015: the customer reported the steps for patient fixation are patient is placed in pins using skull clamp, while the surgeon hold the head, tri-star is attached to skull clamp, once the surgeon is satisfied with positioning, tri-start is tighten followed by mayfield base until all pieces on the mayfield are tighten and locked. Mayfield skull pins were used. The craniotomy was completed as planned. Additional information received 17jun2015: the customer stated the two reported issues were found in this progression: first patient positioned, next latch popped, next headrest system removed, next "the tri-star is now attached to the skull clamp in a way that cannot be undone-is too tight".

Manufacturer narrative:
(B)(4): should additional information be received a follow-up emdr will submitted.